Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was observed that the electrode pads could not be attached to the unit. Further investigation determined that the device's patient cable receptacle contacts were bent, preventing the electrode pads from connecting.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
A customer reported their pads are not recognized by the AED. The customer did not report this occurring during patient use.